Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with mentor memorygel breast implant gel prostheses; 325cc on the left and 350cc on the right experienced bilateral capsular contracture of unknown baker grade post procedure. At the time of this report, mentor has received no information regarding explantation or expected explantation date. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-06733 for the contralateral prosthesis.

Manufacturer narrative:
The device history record (DHR) of lot number 204031 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).